Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer having issues with sensor or transmitter. The transmitter has been replaced. The customer has received a lost sensor error. The blood glucose reading is 62 mg/dl. The sensor has stopped working and customer has eaten. Customer removed the sensor before the troubleshooting is completed. Nothing further reported.